Manufacturer narrative:
Corrected fields: h6 (device codes) - removed code a25. Field b5 (describe event or problem) was updated with additional information received.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds and an unknown lead issue. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that during the first two follow-up checks, high pacing threshold measurements were noted. An x-ray was performed and no evidence that suggested a lead issue was observed. After the third follow up visit, the threshold measurements had lowered and were within normal range. No further actions taken, but to continue monitoring the lead. No adverse effects were reported.

Manufacturer narrative:
Corrected fields: h6 (device codes) removed code a25. Field b5 (describe event or problem ) was updated with additional information received.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that during the first two follow up checks, high pacing threshold measurements were noted. An x-ray was performed and no evidence that suggested a lead issue was observed. After the third follow up visit, the threshold measurements had lowered and were within normal range. No further actions taken, but to continue monitoring the lead. No adverse effects were reported. Additional information was received indicating that chest x-ray shows loss of lead slack in both ra and rv leads. In addition, loss of capture was exhibited. The rv lead has been repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds and an unknown lead issue. The rv lead remains in service. No adverse patient effects were reported.